Event description:
Reporting being done on a previously submitted incident report due to developing trend with the alaris IV pump systems. In 2003 IV medication bag was difficult to "pike." The following day while attempting to re-spike new med bag, rn was unable to disengage spike from old bag.